Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was " not delivering the medication properly and the patient running out of medication early." It was reported that the pump would be exchanged. No adverse patient effects were reported.